Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 16 jan 2026 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that the supplemental oxygen tubing and white connection device disconnected from wall outlet. - chc complaint reference #:(B)(4).

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 16 jan 2026 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. Risk assessment: 1. Patient/caregiver risk impact: performed risk assessment with system hazard analysis from tubing rmf-rc-1300 rev 01; risk associated with having disconnection is risk ID tubing-sha-15 with a p1= unanticipated, p2= likely, p= negligible and severity= critical which is medium risk (14). The calculated p1 is based on complaints and sales in the previous 24 months (B)(4) and is unanticipated. Therefore, p= negligible and the overall risk is determined to remain at medium risk (14). 2. Regulatory/compliance impact: disconnection is a minor noncompliance therefore is non-violative (low risk). Conclusion: between the 2 risk impacts, while one the risks is medium, occurrence has not gone up, therefore this complaint does not meet the carb escalation criteria. Severity: 4/5, critical, sha for rmf-rc-1300, tubing-sha-15. Device history record (DHR) review: no lot number was reported, and DHR review can't be performed. Complaint history: there have not been other complaints for the same issue for part number 001840 in the 24 months prior to the reported complaint.

Event description:
It was reported that the supplemental oxygen tubing and white connection device disconnected from wall outlet. - chc complaint reference #: (B)(4).